Manufacturer narrative:
Broken firing trigger teeth and bent knife.

Event description:
The device was used during an unknown procedure. It was reported by the rep. Impossible to function the instrument after reloading a second and third reload. There was no consequence to the pt. 11/22/96-original firing occurred without problem. After reloading (with eru35 lot j41r34) when attempting to fire, instrument "made non usual noise". Instrument was reloaded with same outcome. Surgeon used a new ex35b to complete case.